Event description:
A bipap a40 system silver was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was found that the alarm sounds did not sound. The main board was replaced to address the issue.